Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "my insulin was blocked during delivery and I got extremely sick". Multiple attempts were made by tandem technical support to gather additional information, however no response was received. There was no reported adverse impact.